Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under investigation.

Event description:
The user facility reported that a component was found missing from the angio-seal device pre-treatment. The following information was provided by the user facility: when the angio-seal device was unpacked, the bypass tube was not found; the anchor was found uncovered; the device was not used and the hemostasis procedure was successfully completed using a new device; blood loss was reported to be less than 250cc; and there was no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. One 8f angioseal sts plus was returned for evaluation. The following components were returned: carrier tube assembly, arteriotomy locator, hemostasis sheath and a tyvek pouch. The bypass tube was situated proximal to its manufacturing location and the anchor appeared to posted against the carrier tube assembly. The collagen was slightly expanded but contained within the carrier tube assembly. For functional testing the bypass tube was advanced to the tip of the carrier tube and the anchor was ensconced inside the bypass tube. The carrier tube assembly was mated with the hemostasis sheath by inserting the bypass tube in the valve of the sheath hub. The carrier tube advanced as intended and upon reached forward lock position the anchor posted against the sheath tip. The deployment sleeve was extended to rear lock position and the anchor was pulled out to reveal collagen and intact suture knots. The collagen was soaked in water and the tamping tube was advanced over it (until black marker was visible) to form a successful knot. The device functioned as intended. The inner diameter of the bypass tube was measured to be 0.10 in which was in conformity with the revision of the drawing active at the time of the manufacturing and mentioned in the DHR. The exact cause of the reported event cannot be definitively determined based on the available information. It is likely that the bypass tube shifted from it manufacturing position either due to improper opening of the aluminium pouch or mishandling after opening. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.